Event description:
The customer reported a leak from the probe wipe of the coulter lh 780 hematology analyzer after each sample run. The customer indicated that the leak was not contained within the instrument. The operator was wearing only gloves at the time of the event but no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the waste line to the rinse block was off the fitting. The fse also indicated that the sensors on the probe wipe must have gotten wet so the probe wipe would not home. The fse proceeded to replace the probe wipe assembly and aligned the probe wipe with the probe to resolve the leak. Failure mode of the event is attributed to a disconnected waste line from the fitting. (B)(4).